Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
Patient came from the operation room and was extubated on the intensive ward. A short time later a nurse, which passed the room, noticed that the c700 and the delta monitor displayed a oxygen saturation of "7". The delta monitor reportedly has given neither an optical nor a acoustical alarm. Patient showed no longer a breathing and had to be resuscitated. Skin and pupils of the patient were white. Today the patient is in an stable condition and responsive. The monitors were not connected to the central. Complaint reference (B)(4).

Manufacturer narrative:
The affected delta monitor, spo2 probe and the log files of the delta and the infinity central station were provided for the investigation. Testing of the spo2 probe and the delta did not reveal any deviation and both passed the functional system test. The log files of the delta showed that the lower alarm limit for spo2 was set to 95. Log entries show that the lower limit was violated at 13:44:15 on (B)(6) with a spo2 parameter value of 55 and an alarm for "low oxygen saturation" was posted accordingly to alert the user. The reported oxygen saturation of 7 could not be confirmed. There is no indication in the logs that the bed was silenced or paused during the low saturation reading and there was no indication of lost alarm messages during this time as well. The logs do not record the alarm tone volume setting at the bedside monitor and therefore it cannot be determined what the alarm volume was set to. The log files show that an alarm was posted for low oxygen saturation. Testing of the device after the event showed that the alarm system of the delta is operating as intended. Consequently, the reported malfunction of the delta monitor could not be confirmed after the investigation.

Event description:
Please see initial report.